Event description:
It is reported that the drill bit broke off into the glenoid.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: no product was returned for eval. Also, no part numbers of lot numbers were provided. Breakage might have been caused due to application of high torque along with bending/deflection during its use. Cause cannot be definitively determined. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.